Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Explained the importance of the two high blood glucose rule to the customer.